Event description:
It was reported that during a laparoscopic cholecystectomy, scissoring occurred twice in a row. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4).